Event description:
It was reported that the patient with this inflatable penile prosthesis experienced pain in the region where reservoir implanted. The physician suspected implant was not positioned properly on left side of penis. All the components were removed and replaced. No further patient complications were reported.